Manufacturer narrative:
Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: ch infinity dbs flex extn kit, 60cm, b, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 11339432.

Event description:
It was reported that during an impedance check during surgery high impedances were observed. Troubleshooting was unable to resolve the issue at that time. As a result, surgical intervention may be undertaken in the future. It is unknown which extension has impedances.